Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. Based on the results of the investigation, according to the inspection results of the device, two phenomena were found in the distal end of the subject device, and they were the tears and scratches on the acoustic lens and leak from the ccd. Scratches were also found in the peripheral area of the damaged parts including the areas pointed out. It is therefore possible that some kind of external force was applied to the relevant part. Feedback to the customer : should any irregularity be observed at pre-use inspection, do not use the device. The user manual states : inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4) service repair site. The customer reported issue/description could be confirmed due to defects of whole distal end. Evaluation findings of the subject device, the following were found. Observed defects in the ultrasound probe, deep cut/ lifting part on the pink probe unit that reached to the hard part under the pink probe coating (no missing piece/parts). In addition, the a-rubber was found leaky , ccd leaky (new distal end). The acoustic lens were heavy shaved and scratched noted. The a-rubber glue loosed , the c-tube wrinkled - bending has heavy sunken folds and the s-cover cracked , ID cover corroded and us connector corroded , the u-cord broken. Based on evaluation findings , failures found could be due to the following as noted by repair center. Mishandling issue (dropping, knocking, stretching etc.). Repeated bending or stress caused by twisting or stretching. Chemical stress during reprocessing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, distal end defects were reported on the device. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. Device return inspection found deep cut/ lifting part on the pink probe unit.